Event description:
A customer was contacted by beckman coulter, inc. (Bec) on (B)(6) 2011 regarding performance of access accutni assay, and indicated some occurrence of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The customer did not provide specific patient results. The customer did not report any effects to the patients attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not provided. The specific event qc information was not provided. The instrument was currently performing within the qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-testing all accutni values greater than 0.07 ng/ml on an alternate access analyzer prior to releasing data with the exception of sample results with previous positive accutni history. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.